Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two silver metallic twisted portions of wire consistent with essure device'), device dislocation ('migration of essure device') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), mood swings ("mood swings"), alopecia ("hair loss"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"), fungal infection ("infection (other) describe: yeast"), dyspareunia ("dyspareunia"), anxiety ("neurological conditions or problems type: depression, anxiety"), depression ("neurological conditions or problems type: depression, anxiety"), arthralgia ("joint aches"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, psychological trauma, urinary tract infection, mood swings, weight decreased, alopecia, feeling abnormal, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, anxiety, depression, arthralgia, abdominal pain, pelvic pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, genital haemorrhage, heavy menstrual bleeding, mood swings, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two silver metallic twisted portions of wire consistent with essure device'), device dislocation ('migration of essure device') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), mood swings ("mood swings"), alopecia ("hair loss"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"), fungal infection ("infection (other) describe: yeast"), dyspareunia ("dyspareunia"), anxiety ("neurological conditions or problems type: depression, anxiety"), depression ("neurological conditions or problems type: depression, anxiety"), arthralgia ("joint aches"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, psychological trauma, urinary tract infection, mood swings, weight decreased, alopecia, feeling abnormal, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, anxiety, depression, arthralgia, abdominal pain, pelvic pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, genital haemorrhage, heavy menstrual bleeding, mood swings, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: medical record received. Reporters, medical history and essure removal details were added. New event added: two silver metallic twisted portions of wire consistent with essure device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), mood swings ("mood swings"), alopecia ("hair loss"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), fungal infection ("infection (other) describe: yeast"), dyspareunia ("dyspareunia"), anxiety ("neurological conditions or problems type: depression, anxiety"), depression ("neurological conditions or problems type: depression, anxiety"), arthralgia ("joint aches"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, psychological trauma, urinary tract infection, mood swings, weight decreased, alopecia, feeling abnormal, vaginal haemorrhage, menorrhagia, dyspareunia, anxiety, depression, arthralgia, abdominal pain, pelvic pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, genital haemorrhage, menorrhagia, mood swings, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received: events added- mood swings, brain fog, abnormal bleeding (vaginal, menorrhagia),infection (bladder/ urinary tract/vaginal) type: uti, migration of essure device,neurological conditions or problems type: depression, anxiety, dyspareunia (painful sexual intercourse), abdominal pain, back pain, pelvic pain, joint aches. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.